Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were air bubbles in four of her reservoirs. The patient's blood glucose was 280 mg/dl at the time of incident. During troubleshooting the customer was unable to remove air bubbles. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated four open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. In conclusion no air bubbles.